Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back-up insulin therapy, but no response was received. Customer¿s blood glucose level was 169 mg/dl.